Event description:
Clinic notes dated (B)(6) 2014 stated that this vns patient¿s device was interrogated and showed high impedance (~9000 ohms), suggestive of a broken lead. The settings were unchanged. The patient continued to have intermittent seizures. The patient underwent full revision on (B)(6) 2014. The explanted devices have not been returned to date. Attempts for additional relevant information have been unsuccessful. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of programming history showed that the last system diagnostics on (B)(6) 2013 were within normal limits. Settings were available from (B)(6) 2013.

Event description:
The physician reported that patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance and that a lead fracture was observed in the surgery. No x-rays were performed. It was reported that the device was programmed off after observing the high impedance. The explanting facility discarded the explanted devices; therefore, they will not be returned for analysis.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury